Event description:
It was reported that a user experienced hyperglycemia with blood glucose readings around 390 mg/dl for approximately 1.5 hours after dinner while using the ilet system, with difficulty disconnecting tubing from the infusion site and subsequent replacement of the infusion set and tubing; tubing flow was confirmed by visible drops, a new site was inserted, and a fill cannula was performed, with guidance provided on expected time for glucose to decline. Symptoms included hyperglycemia. Outcomes included no hospitalization and continued home management. Investigation included troubleshooting of the infusion system, verification of tubing patency, and replacement of the infusion set and site. Investigation of this case revealed that the device delivered insulin through newly established infusion components with no confirmed device malfunction, and the event was consistent with hyperglycemia of unclear cause, potentially related to meal coverage or infusion-site issues prior to replacement. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.